Event description:
It was reported by service report that the bed would not calibrate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: lift motor housing bolts were loose.